Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 500mg/dl, with polyuria and trace ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program. The basal history matched the active basal program settings. The bolus totals did not match and were at a greater than five percent difference. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.